Manufacturer narrative:
Concomitant products: 429888 lead implanted (B)(6) 2014. Dtpc2q1 crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing on the right atrial (ra) lead. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.